Manufacturer narrative:
Section a2 correction. Section g2 correction. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via analysis of submitted log files. A log file was submitted for review and data from the event date of 02jan2025 was reviewed. No log files were provided from the system controller in question prior to the system controller exchange; however, the system controller log file post exchange contains clock not set alarms while the pump maintains the date. The new system controller was shipped to the customer on (B)(6) 2024. Between (B)(6) 2024 and (B)(6) 2025, only one pump stop was observed; it can therefore be determined that (B)(6) 2025 is the date which a system controller exchange occurred. The pump maintained a speed within the low-speed limit without issue while the driveline was connected to a system controller. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis and the reason for the system controller exchange; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was not provided, so the expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller serial number (B)(6) was shipped to the customer on (B)(6) 2024. During analysis of submitted log files it was discovered that between (B)(6) 2024 and (B)(6) 2025, only one pump stop was observed, indicative that (B)(6) 2025 was the date of a system controller exchange. The reason and/or details leading up to the system controller exchange were unknown.